Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of premature discharge of battery is confirmed. The unit is shutting down prematurely. The root cause of the reported failure was identified as use-related internal failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is shutting down after 5 to 10 minutes. On 08/24/2021 evaluation found the system to shutdown prematurely.